Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 451mg/dl at the time of call. Trouble shooting was performed and found infusion set has bent cannula. Reviewed insertion method and found customer inserts manually as he is not trained on using the serter and is visually impaired. Customer treated the high with insulin pen and declined trouble shooting for the high. The insulin pump will not be returned for analysis.